Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported that following a cardiac catheterization, a 6f angio-seal was selected for use in the right femoral artery. The pt was kept on bedrest for four hours and was moved to the chair. The pt was complaining of numbness in the right leg and had good pulses. She was evaluated by the physician and was discharged. Two days later, the pt came back to the hospital and an ultrasound was performed. The pt underwent removal of the angio-seal from the right femoral artery and patch angioplasty. The pt was discharged and was reported in good condition.